Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited early battery depletion. The ICD will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Weekly and daily battery voltage trend data shows min battery equal to 3.198 to 2.621 volts range between (B)(6) 2013 and (B)(6) 2013 is just before device recommend replacement tim (rrt) less than or equal to 2.6251 volt. (B)(4).